Manufacturer narrative:
(B)(4). Date sent: 8/11/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip damaged, however, the blade was not broken off as reported. The device was tested on a gen11. The device did activate during functional testing. No reactivate alert screen was displayed as reported. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: please clarify, on how many devices the blade broke off? No further information will be available.

Event description:
It was reported that, during a laparoscopic colectomy, ¿relax pressure on blade/reactivate¿ was displayed and began not to function. The device was working at first. It had some scratches on the blade and the device¿s blade broke when cleaning. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.